Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case corner of belt clip rails, fading serial number label and minor scratched lcd window. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery out of the power. Customer's blood glucose value was 13.7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.